Manufacturer narrative:
(B)(4). Info was not provided by the affiliate.

Event description:
It was reported that during a gastric bypass procedure, the staples didn't form. Two more cartridges were used and the same thing happened. The procedure was finished with another stapler. There was no pt consequence.